Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b5, b6, d6b, h6.

Event description:
Healthcare professional later reported "capsular contracture, baker grade iii, pain and rupture" confirmed via mammogram. Healthcare professional later reported "rippling". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, 1 opening assessed as surgical damage and fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; g2; h3; h6.

Event description:
Patient reported left side capsular contracture, baker grade unknown and hardness. Healthcare professional reported pain, rupture, rippling, and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown and hardness. This record is for the left side. Device remains implanted.